Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: analysis of the returned product noted blood visible on the distal shaft and in the guide wire lumen and inflation lumen, consistent with a separation while in the patient anatomy. There was contrast in the inflation lumen consistent with preparation. The balloon was loosely folded. The full length of the balloon was wrinkled and the distal balloon taper was bunched. The inner and outer members were stretched 3 mm distal to the guide wire exit notch for a length of 4 mm. The inner and outer members were both separated at the distal end of the stretched area. The material was jagged at the separation, which suggests that the separation may be related to tensile overload (material stress/fatigue). The outer member was stretched at the distal end of the lap joint seal for a length of 1 mm. The tip length and crossing profile were measured and met manufacturing criteria. The inability to cross a lesion can be affected by numerous factors including, but is not limited to, patient anatomical morphology, patient disease state, pre-dilatation strategy, device placement technique, and accessory device support. Although the anatomical conditions were not reported, failure to advance is not often associated with a product quality deficiency and is likely related to the operational context of the procedure. Factors that can contribute to shaft separations include, but are not limited to, manufacturing, handling during preparation, product placement technique, fracture/kinked shaft, weak seals or interaction with the guide wire and/or lesion/anatomy. The patient anatomical conditions were not reported with the case description which may have aided in the investigation. In this case, as no damage was noted to the catheter prior to use, it is possible the catheter met resistance during retraction, contributing to the balloon wrinkling and bunching. Further, if force was applied to the catheter while resistance was encountered, it would contribute to the shaft stretching and ultimately separating. Several attempts were made to obtain clarification on the incident details; however, no information was available. In this case, with the limited amount of information available, a conclusive cause for the reported shaft separation could not be determined; however, the failure to advance appears to be related to the operational context of the procedure. A review of the product manufacturing records did not reveal any non-conforming material records associated with this lot. The profile dimensions on all dilatation catheters are confirmed by visual and dimensional checks on the manufacturing line before release. All dilatation catheters are 100% visually inspected for kinks during the manufacturing process. Additionally, a sampling of units is destructively tested to verify lumen integrity.

Event description:
It was reported that during the procedure in an unspecified vessel, the voyager nc dilatation catheter could not cross the lesion. A non-abbott balloon was used to complete dilatation. The site reported there was "no balloon on shaft". It is unknown if the balloon dislodged from the shaft in the anatomy or outside of the anatomy. Though requested, no additional information was provided. Return device analysis revealed that the shaft is separated and the balloon is still attached.